Event description:
It was reported that the pump was at an uncomfortable angle. This was noted during refills. The pump was replaced due to eri and a new pocket was created. The pt reported that the new pocket and the way the pump was placed was much more comfortable. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).